Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right inguinal hernia repair totally extraperitoneal procedure, the device broke near head just prior to the shaft.